Manufacturer narrative:
Title: soft palate injuries during orotracheal intubation with the videolaryngoscope source: annals of otology, rhinology <(>&<)> laryngology 2017, vol. 126(2) 132¿137. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed highlighting the risks associated with video laryngoscopes, the device caused laceration of the right tonsil pole on the patient. It was stated that the patient was treated conservatively.